Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump was not storing data. Pump insulin delivery was not impacted. Tandem technical support verified pump personal profile and other settings were not impacted. Pump data showed no alert or alarm had occurred associated with the reported issue and showed that insulin delivery was had occurred. Due to being visually impaired customer could not provide a photo of the pump screen to show the reported issue. Customer's blood glucose was not impacted (107 mg/dl). Customer continued pump therapy.